Event description:
A high blood glucose level was reported, with the specific value unknown and displayed as "high" on both the cgm and bg meter. Cause was not known. The customer took corrective action by administering a correction bolus via the pump and received instructions from technical support to inspect the infusion site and tubing connections. There were no issues with the infusion set or tubing, and the customer was guided to replace supplies as necessary and resume insulin therapy.